Event description:
Patient had implantation of rt modular hinge done in 2016. No immediate postoperative issues but a year after surgery patient noticed some instability in her revised knee where the leg was hyper extending beyond the normal range limit. Patient continued to walk on the knee and resorted to a rom limiting brace for stability. The patient returned to see dr. (B)(6) as the leg was becoming uncomfortable to walk with. Dr. (B)(6) consulted with me for advice on the implant and I have made contact with the rt modular specialists whom are communicating with dr. (B)(6) through myself.

Manufacturer narrative:
A rt-plus tibial insert 4/8mm was reported due to joint instability and returned for investigation. The visual inspection showed signs of wear and damage in form of scratches and indentations on the surface. The material analysis showed that the wear was possibly due to mechanical wear. Residues of particles which could have caused these indentations were not detected. The review of the complaint history showed one further complaint with devices of the same batch. This complaint concerns the same patient, an infection after implementation was reported and resolved with an antibiotics treatment. The review of the production documentation was performed, no deviations from the standard manufacturing process was found. The sterilization was conducted according to specification. Risk management files and instructions for use were reviewed. X-ray images were reviewed, the image confirms the report of laxity in the joint by demonstrating hyperextension. Without further information, the root cause cannot be determined. The investigation will be reopened if additional information will become available. Smith+nephew will continue to monitor for similar issues. The affected complaint device will be discarded.